Event description:
The user facility reported that the trufreeze console suction would not pass the built in test resulting in a procedure postponement. No report of injury.

Manufacturer narrative:
The built in test is performed to ensure the trufreeze console device is functioning properly when turned on. If the built in test is not passed, the console may not properly operate. A steris service technician arrived on-site to inspect the unit. The technician replaced the suction pump, tested the unit, and confirmed it to be operating according to specification. The trufreeze operator manual states (1500127) "if the console is not behaving as expected, power cycle the console. If the problem persists, call service." No additional issues noted.